Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 93 mg/dl, 138 mg/dl and 301 mg/dl, when all tests were performed within 10 mins on the aviva system. Reporter also obtained another discrepant blood glucose result of 149 within 10 mins of the 301, while on the phone with the MFR's agent. Reporter did not indicate he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter did state had some hypoglycemic symptoms about 45 mins earlier and self-treated with food. No other action or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.